Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. Concomitant medical products - maxim por ana pri fml, 75 lt catalog #: 140074 lot #: 622300; max pri dcm tib, brng12 x 71/75 mm catalog #: 11-146152 lot #: 158660, and biomet cc cruciate tray 75 mm catalog #: 141234 lot #: 229370. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) medical product: unknown vanguard tibial bearing cat#: unk, lot# unk. Unknown knee femoral cat#: unk, lot# unk. Cable cerclage cable with crimp cat#: 00223200418, lot# 63578894. Cable cerclage cable with crimp cat#: 00223200418, lot# 63769049. Biomet tibial locking bar cat#: 141205, lot# 341080. Vanguard as tibial bearing cat#: ep-189062, lot# 465120. Series patella standard cat#: 184768, lot# 083680. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 09713, 0001825034 - 2017 - 09714, 0001825034 - 2017 - 09715.

Event description:
It was reported that a patient underwent revision after approximately twenty years after initial knee procedure due to femur fracture. Surgeon treated femur fracture, exchanged worn articular surface, and revised patella.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent revision after approximately twenty years after initial knee procedure due to femur fracture. Surgeon treated femur fracture, exchanged worn articular surface for better stability and exchanged the worn patella.